Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician did a review of the event trace log and discovered an ln vent entry dated 10/19/2016. A few days later, the ventilator was powered up and the customer's reported issue was duplicated. The technician tried to power on the unit several times and about 10 days later, the technician noticed smoke. The cover was removed and capacitor 19 on the power pcba board was burnt. The defective component was shipped to carefusion for failure analysis and is pending further investigation. Once the results become available, a follow up medwatch form will be submitted with the additional device investigation results.

Event description:
It was reported to carefusion that the unit shut down while in use on a patient. The unit was switched out with another one. It was reported that there was no harm or injury to the patient.

Manufacturer narrative:
Failure analysis: carefusion performed bench testing on the defective component and was unable to duplicate the customer reported complaint of the "ln vent" occurrence due to the ventilator not being returned for evaluation; however, the service technician was able to verify of the burnt capacitor 19 on the power pcba. Service was unable to determine what the root cause was due to the severity of the damage. Initial bench testing and calibration testing were unable to be performed as well. Carefusion scrapped the power board after failure analysis.